Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer inner coil had a break approximately 175.5 millimeters (mm) from the terminal end. Additionally, bends were noted in the lead insulation approximately 180-203 mm from the terminal pin. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedance measurements and helix retraction issues were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance greater than 3,000 ohms. During the procedure the physician noted difficulty in retracting the helix mechanism, and a visible fracture was observed upon removing the lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance greater than 3,000 ohms. During the procedure the physician noted difficulty in retracting the helix mechanism, and a visible fracture was observed upon removing the lead. A new lead was implanted. No adverse patient effects were reported. The lead has been returned, and analysis is pending. Once analysis is completed, a final report will be submitted.